Event description:
On (B)(6) 2021, the patient underwent treatment of a popliteal aneurysm with the gore® viabahn® endoprosthesis with heparin bioactive surface. The patient tolerated the procedure. On (B)(6) 2021, the patient presented with ischemic leg and underwent a thrombectomy and relining of the most proximal gore® viabahn® endoprosthesis with heparin bioactive surface with another gore® viabahn® endoprosthesis with heparin bioactive surface. The patient tolerated the procedure. On (B)(6) 2021, the patient presented with occlusion within the gore® viabahn® endoprosthesis with heparin bioactive surface implanted in the popliteal artery. The patient receive a femoral-popliteal bypass. Physician states that the gore devices are no longer in flow. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Analysis of the product records will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of the manufacturing records for lot # 23226567, 23051279, 22866887, 22582808, 22866818 indicated the lots met pre-release manufacturing specifications.